Event description:
Related manufacturer reference number: 2017865-2022-19415. It was reported that the patient presented to the hospital remotely for a follow-up on (B)(6) 2022. During examination, it was noted that there was noise on the right ventricular (rv) lead and the implantable cardioverter defibrillator (ICD) which lead to inappropriate detection of non-sustained right ventricular oversensing (nsrvo) episodes. The isolated nature of the episodes and frequency of noise is highly suggestive of electromagnetic interference (emi). No programming changes were made to the device or the rv lead. The patient condition is unknown.